Event description:
Caller reported damage to the pump housing and usb port, which impacted the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.